Event description:
Information was received from multiple sources manufacturer representative, healthcare provider regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that there was a zapping sensation at lead site when patient turns on stimulation. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 25-mar-2017, UDI#: (B)(4) ; product ID: 3 778-60, serial/lot #: (B)(4), ubd: 17-apr-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #705542499:analysis information -- 06.02.2024 16:18:14 cst pli# 50 product ID# 37702 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Continuation of d10: product ID 3708120 lot# serial#(B)(6) implanted: (B)(6) 2013. Explanted: product type extension product ID 3708120 lot# serial# (B)(6) implanted: (B)(6) 2013. Explanted: product type extension product ID 3778-60 lot# serial# (b)(6. Implanted: (B)(6)2013. Explanted: product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2013. Explanted: product type lead product ID unk_nonmdt lot# serial# unknown implanted: explanted: product type h3: the model #3778-60 lead, serial #(B)(6) , was returned for product analysis. Analysis revealed metal-induced oxidation (mio) in leads and extensions. The model #3778-60 lead, serial #(B)(6) , was returned for product analysis. Analysis revealed conductor fractures in leads and extensions. The model #37702 implantable neurostimulator, serial (B)(6), was returned for product analysis. Analysis revealed no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient (pt) stated they had their ins off for a while during pregnancy, and when it was turned back on she experienced zapping sensations from the left lead with certain movements of her neck (occipital lead placement). Rep reports that an impedance check showed all contacts at about 5500ohms, regardless of reference electrode, and reports that the pt stated they could not feel any stim on the right side with up to 10ma intensity. Rep reports that imaging came back today and the right lead is actually completely severed. Rep indicated the doctor is having discussion with the pt about lead replacement at this time. Rep also noted that pt's ins displayed an elective replacement indicator message upon interrogation, but the pt did not recall a date of seeing the message on their pt programmer.

Manufacturer narrative:
Continuation of d10: product ID 3708120 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type extension product ID 3708120 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type extension product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) (B)(6) 2013 explanted: product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) (B)(6) 2013 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that patient scheduled for pulse generator replacement on 8/31/2023. Still unclear if leads will be replaced. Rep will arrive to surgery with product for both new generator and leads.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.